Event description:
A malfunction was reported on the pump, identified by the caller. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump, which resolved the issue without recurrence. The customer was able to continue using the pump and was advised to report any future malfunctions.